Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim: tubing, 0.2 micron low protein binding filter leaking at the connection of the alaris tubing and the filter. The line was new and had only been infusing 1-2 hours.

Manufacturer narrative:
It was reported by customer that leaking at the connection of the alaris tubing and the filter. One sample was received for quality evaluation. Visual examination of the sample was conducted and there were no damages or abnormalities identified on the assembly. The sample was then connected to a sample alaris pump infusion set and primed with an 85% glycerin and 15% water solution. The assembly was then connected to an alaris pump to conduct a simulated infusion at 120 ml/hr. The simulated infusion was conducted for 2 hours and there was no leakage noticed from the filter, tubing or connectors. The customer complaint of leakage could not be replicated. A root cause was not established because the failure could not be replicated. A device history record review for model 10011865 lot number 23049114 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 10011865 batch number#: 23039022. It was reported by customer that leaking at the connection of the alaris tubing and the filter. The line was new and had only been infusing 1-2 hours. Rcc received a complaint via email. Product ref# 10011865. Product lot# (10)23039022. Product brand name# bd extension set, smallbore. Tubing, 0.2 micron low protein binding filter . Leaking at the connection of the alaris tubing and the filter. The line was new and had only been infusing 1-2 hours.